Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. When the surgeon pulled the needle and suture out of the tray, the needle was chipped off at the sewage and the suture was detached from the needle. This was prior to use and there was no adverse consequence to the pt.